Event description:
Patient reported capsular contracture baker grade IV, ¿pain,¿ ¿silicone particles in capsules surrounding implants," ¿swollen and tender lymph nodes in the breast area, underarms¿, ¿swollen and tender lymph nodes in the throat, neck, and groin," ¿burning pain around the chest wall or breasts," ¿chronic inflammation," ¿severe skin rashes¿, increase in papules (flesh colored raised bumps," and "easy bruising." Patient additionally reported ¿fatigue or chronic fatigue," ¿cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss);¿ ¿dry skin, eyes moth, hair; weight gain,¿ ¿temperature intolerance; ringing in the ears;,¿ ¿metallic taste in the mouth; night sweats,¿ ¿insomnia,¿ ¿foul body odor¿, ¿muscle twitching¿, ¿dehydration¿, ¿frequent urination,¿ ¿photosensitivity¿, ¿nail changes (cracking, splitting, slow growth, etc,)¿, ¿decline in vision or vision disturbances ¿ cataracts; slow muscle recovery after activity¿, ¿liver dysfunction; gastrointestinal and digestive issues ¿ ibs, gerd¿, ¿smell or chemical sensitivities¿, ¿throat clearing, cough, difficult swallowing, chocking feeling," "heart palpitations," ¿vertigo¿, ¿dizziness," "edema (swelling) around eyes," ¿sudden food intolerances, and allergies," ¿muscle aches,¿ ¿weakness; joint pain and soreness;¿ ¿chronic neck and back pain," ¿shortness of breath,¿ ¿tingling or numbness in the arms and legs,¿ and ¿headaches", which are not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5; d.6b; d.10; e.4; g.2; h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued d.10: "wellbutrin 100 mg sr, vitamin c, vitamin d, vitamin b,dim sgs" in response to FDA report number: mw5100977.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side capsular contracture, baker grade unknown and exchange of textured breast implant due to the patient¿s concern with the product. Device remains implanted.